Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device emitted a burning smell. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. A visual inspection was performed and found no issues. Functional testing, electrical testing, and a simulated therapy were performed on the device with no issues noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.